Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye revealed that the lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens additional analysis was not possible and the complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed the lens was within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had intraocular lenses implanted in both eyes: model zma00 in the left eye and model ngx1 in the right eye. Explants of both lens were performed because she could not get used to the lenses and complained of halos and glare. The lenses were replaced with standard lenses (no manufacturer info) and the patient is fine. This MDR is for the lens in her left eye. Another MDR will be filed for the lens in her right eye. No additional information was provided.